Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). They reported that they thought their stimulator has not been working since implant. The pt states that they met with a manufacturer representative (rep) who said based on an x-ray, one of the pt's lead had moved a vertebral body but it is unclear per pt when that event occurred. The pt said the rep said the pt should maybe have system removed and the pt said their doctor said the same. The pt said that some reprogramming had been done at that time and shortly after the pt met with the rep they had a day where they were having terrible leg pain and when the pt's daughter came over to assist , the pt's daughter was able to determine that the ins was not actually on at that time. Additional information was received from a manufacturer representative (rep). The rep reported that they reprogramed the lead based on the updated x-ray lead placement. Unknown what further actions that will be taken. Unknown if the issue is resolved.